Manufacturer narrative:
One 3.5 incisor elite mag-mini blade was returned for evaluation. Visual assessment of the blade shows debridement of the inner blade. The outer blade is slightly bent. This condition likely caused a misalignment with the inner blade causing friction which resulted in the shedding. It appears that an excessive lateral load was placed on the blade during use. Per the device IFU under precautions ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that metal shavings came off of the 3.5 mag-mini di incisor plus elite. Pieces were removed with the use of irrigation and suction from the shaver. A 29 full radius blade was used to complete the procedure. A five minute delay was noted as a result. No patient injury was reported.